Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer received a button error alarm on the insulin pump. She stated that the customer dances and that the insulin pump may have been exposed to sweat. The blood glucose reading was 280 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.